Event description:
The pt reported to the MFR on 1/24/07 that she has been experiencing severe symptoms of pain and is having difficulty sitting, laying down, and walking. The pt indicated that she had been told (source unk), that she had undergone total spinal cord system explant; no scs product remained implanted. Review of the MFR's device registration system shows the date of total system removal in 2006. The scs lead was placed in 1989. The pt stated in in 2007, that a lead remains implanted and "is poking on some other discs and ruining other discs." The rep reviewed that per physician judgment for safety issues and due tot possible pt scar tissue; leads may be left I the body and not removed at the time of pulse generator retrieval. No other info was provided by the pt. Review of the records reveals the pt therapy for pain is a currently implanted infusion therapy system. The MFR registration system shows the lead was explanted in 2006, after approx 16.7 yrs implant duration. The unit has not been returned for analysis. Add'l info has been requested from the physician by the MFR. A f/u report will be sent if add'l info becomes available.